Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime and system sensor test, excessive no delivery test and displacement test. No prime fill anomaly noted. Unit received with minor scratches on lcd window and cracked battery tube threads.(B)(4)

Event description:
The customer reported via phone call that the insulin pump is stuck in a priming loop. Customer changed batteries in the pump but pump is still stuck. Customer does not recall any significant events leading to the error, except was attempting to prime at the time of incident. Customer's blood glucose was over 600 mg/dl at the time of incident. Troubleshooting was done for prime rewind but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.